Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced dizziness due to low blood glucose levels. It was also reported that the customer passed out and was hospitalized due to years of migraine issues. Customer was wearing the insulin pump when he passed out. It was reported that the insulin pump alarmed off no power. Customer's blood glucose levels were not included in the report. Advised customer to complete troubleshooting for fallen pump. Nothing further reported.